Event description:
The customer called to report that she went to the emergency room with a blood glucose reading of 657 mg/dl. The customer stated that she had glucose in her urine, but did not go into diabetic ketoacidosis. The customer stated that her doctor did not know what caused her to experience high blood glucose levels. The customer stated that the active insulin time was programmed to 6 hours, but it should've been at 4 hours. The customer also stated that she was able to program several boluses, and feels that the insulin pump should've warned her about delivering so many. The customer stated that she is currently on steroids, which may have contributed to the elevated blood glucose. The customer stated that she is not currently using the insulin pump as it has been alarming battery out limit. Explained the alarm to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.